Event description:
Carefusion infant flow generator's exhaust tube pulled apart from plastic nasal area - easily and did not stay connected. Had to be reconnected many times while in use. Replaced with another one, which had the same issue. (Both were the same lot number of 0001191799.)